Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2017, product type: lead. Product implanted off label. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for obsessive compulsive disorder (ocd). The rep reported that the patient had to have their leads revised due to poor lead location. The hcp reported that the leads were 6mm off target. The rep reported that they are unable to obtain the original implant date and physician as the procedure was done in (B)(6). The rep reported that the hcp replaced both of the patient's leads and used the current ins. The rep reported that the patient didn't have therapy benefit or any side effect; however, it is unclear whether this was describing the patient's state before the revision or after it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.